Manufacturer narrative:
The spi bus line driver u16 on the customer returned pm board had failed by shorting one spi bus line. This caused the vent inop-e/c 1007 alarm on startup. Replacing u16 resolved the problem.

Event description:
Field service engineer (fse) discovered reported issue of machine and proximal pressure sensors failed after implementing preventative maintenance. There was no report of patient involvement due to reported issue was discovered during servicing.